Manufacturer narrative:
The ge rep evaluated the system and replaced the interconnect cable and reloaded software. The system operates as intended.

Event description:
The customer reported an image briefly appears, then disappears. No pt injury was reported.